Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected the transfer set from the pt line of the homechoice set and then reconnected. Baxter's technical svc ctr assisted the home pt in ending therapy. No pt injury or medical intervention was associated with this incident per the home pt's nurse.